Event description:
The patient reported visiting their doctor on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose levels reached 529 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient stated that the cannula was not inserted correctly into the infusion site. Symptoms reported include dizziness, pressure in their face, uti (urinary tract infection), allergies, ears popping, cough, and sneezing. At the doctors office, the patient was diagnosed with vertigo due to allergies and malfunction of the insulin pump. The patient was recommended to go to the hospital and go to a nursing home. The patient left the doctors office after an hour. Specific treatment or if the patient sought additional medical attention was not mentioned. The pod being reported has been discarded. The patient stated that they were not using the pod and have been administering manual injections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The patient stated that the cannula was not inserted correctly into the infusion site. We are unable to determine if any product condition could have contributed to the reported medical assistance and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.